Event description:
The clinic reported that the vitrectomy was not working on the phaco machine. No patient injury reported.

Manufacturer narrative:
The amo field service engineer examined the phaco system at the customer location and found that the customer did not correctly attach customer tubing. Instructions were provided in proper operation. The field service engineer also adjusted the vitrectomy pressure for optimal settings.